Event description:
It was reported that the patient had bleeps from the system controller with no alarms when connected to the batteries or the mobile power unit. This scenario could not be replicated during the clinic visit. The system controller, clips and modular cable were exchanged.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.